Manufacturer narrative:
Since the initial report was filed, the investigation has come to a conclusion. The medical center did not return the product for analysis nor, did they return imaging as requested. The root cause of the vascular damage was most likely the patient condition. The patient was reported to have peripheral arterial disease and was noted to have calcified anatomy. The native anatomy was either damaged by the introducer sheath or by the dry closure method utilized. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion a final report will be filed.

Event description:
The medical team placed an impella cp via the femoral artery. The cp was to support the patient for a high risk coronary angioplasty. Shortly after insertion the pump stopped, troubleshooting measures were taken, though eventually the team chose to replace the pump. After the exchange the team observed a common femoral artery and iliac artery dissection with distal embolization. They treated the dissection by angioplasty and explanted the cp pump.